Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was isolated to a defective power supply brick connector. The connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely a manufacturing issue. A supplier corrective action has been initiated. No adverse event resulted from defective power supply brick connector. The patient received a replacement battery charger/modem.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger wasn't powering up. The patient was issued a replacement battery charger/modem.